Event description:
A bilevel positive airway pressure (bipap) device was returned to a third party service center for service. There was no report of patient harm or injury. During evaluation at a third party service center, the sound abatement foam was found to be degradation. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a bilevel positive airway pressure (bipap) device was returned to a third party service center for service. There was no report of patient harm or injury. During evaluation at a third party service center, the sound abatement foam was found to be degradation. The reporter also alleged black particles blowing out from the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer does confirm the reported event (black particles blowing out from the device). The manufacturer visually inspected the external part of the device and found no evidence of thermal damage or failure. The manufacturer visually inspected the device internally and found no evidence of thermal damage. The manufacturer did observe evidence of contaminants present in the device. The manufacturer found there are black specks of the foam material on the inside of the device, also found the blower motor/box, which has the oily degraded foam material throughout with a portion of the foam material missing in a portion of the sound abatements enclosure. The air path of the device was compromised and the contaminate would have been throughout the devices air path. The device's event logs were downloaded and reviewed. The manufacturer found to contain 32 error codes. The manufacturer verified the units do power-up, provide flow. The manufacturer did observe blower motor noise. The manufacturer concludes there was evidence of sound abatement foam degradation and contaminants throughout the device.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.